Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. A hemostatic valve separation issue and air flowed back into the side port issue occurred. The valve was damaged. When the physician wanted to aspire the blood, he could not as it was only air. They changed the sheath immediately and the problem was solved. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed MDR reportable for both a hemostatic valve separation issue and air flowed back into the side port issue.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).